Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, endoeye flex 3d deflectable videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the adhesive around the objective lens was peeling. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The following additional findings were also noted: chipped adhesive and scratch on the bending section cover and a scratch on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.